Event description:
Reporter alleged blood measured 580 mg/dl and went to the hospital where they measured 147 mg/dl. No treatment was reportedly received and no time between tests were provided by customer. It was reported customer did not have high glucose symptoms at the time of alleged incident. A request was made for the return of the suspect device and replacement product was sent.